Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.the lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use. The home patient (hp) had an unknown alarm in their previous therapy and they powered off. The tsr reviewed the alarm log and they had a se 2367 and se 2240 alarm. The tsr explained the possible causes. The hp had disposed of the supplies and the tsr advised to let the registered nurse (rn) know about the alarm. The hp said that the rn advised them to call baxter. The patient was connected at the time of the alarm. The patient did not disconnect any time prior to the alarm or observed air. Proper procedures per the user manual were not reviewed with the reporter. The hp discarded the supplies and they would complete therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter's attempts to obtain additional information were unsuccessful. A follow up report will be submitted if additional information becomes available. There was no injury or medical intervention reported.